Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the facility could not provide any further details regarding the reported events. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke and cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with a neurological dysfunction that was classified as embolism. The patient had clinical symptoms of stroke with right sided muscle weakness. Computed tomography (CT) was performed. The patient's anticoagulant at the time of the event was warfarin. The patient was treated with heparin. The cause of the neuropathy was thought to be due to complex medical management and the event was considered to be likely related with the device. The patient also had a sustained ventricular arrhythmia that required defibrillation or cardioversion on (B)(6)2025.